Event description:
It was reported that there was an inquiry regarding two treated episodes. Technical services (ts) noted that there was a shock delivered after termination of ventricular tachycardia (vt) but starting to charge due to ventricular tachycardia (vt) and shock confirmation was met by ventricular tachycardia (vt). When the vt started the device started to charge and vt was terminated during charge confirmation but the vt started again before end of episode was met. Due to the shock being delivered post top of charge the device delivered shock to a normal rhythm. Thus, the detection and shock confirmation were appropriate because the charge and shock confirmation was satisfied by ventricular tachycardia (vt), but the shock was inappropriate because the ventricular tachycardia (vt) was terminated after the start of the top of charge and delivered a shock on a normal rhythm.